Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. From the opened product, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The suture popped off the needle while the surgeon was passing the needle through the tissue. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, opened another suture reload. There was no patient harm. The status of the patient is alive, no injury.